Manufacturer narrative:
.

Event description:
It was reported to philips that the device had a therapy pca issue. The device failed opcheck for pacing and the device logs indicated a therapy pca failure. There was no patient involvement.

Manufacturer narrative:
(B)(4).